Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during the laparoscopic sigmoidectomy the used device balloon physically broke and some pieces o f the balloon fell in to the patient cavity and were retrieved using a lap grasper. Got a new trocar in order to complete the case. No patient injury.